Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient had two ped3 pipelines fail to open in the middle section. The patient was being treated for an amorphous, unruptured, left sided large cavernous aneurysm partially thrombosed. The max diameter was approximately 20mm. The distal landing zone was 4.5mm and the proximal landing zone was 4.8mm. Vessel tortuosity was moderate. Dual antiplatelet therapy was administered. Physician was satisfied with pru levels. Echelon 10 placed into aneurysm and an axium coil taken through in to phenom 27 placed to m2 , which was extremely challenging, wire taken around the aneurysm and up to m2, however, loop remained in aneurysm, required a solitaire stent to anchor distally to then remove the loop from the aneurysm. Device taken through microcatheter initially opened in distal m1 segment 1/5th opened, drawn back into internal carotid artery (ica) very gently, positioned distally at terminal ica, next mid segment appeared to not open fully despite unloading system and centralizing several times, pushing device out with light forward pressure on catheter. Resheathed in that segment again and appeared as a ribbon around the outer bend of curve, attempted several times but no difference. Device fully resheathed to terminus of ica, to attempt to drop at desired location directly however position lost and system dropped back completely. Device removed - catheter replaced back up to m2 and second device attempted same size, with the same result completely. It failed to open in the middle. The pipeline was positioned in the bend. 360 degree bend at aneurysm neck which is were the device had difficulty opening. The middle part was positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed more than 2 times. O additional steps were taken to open the pipeline. The pipeline was resheathed and removed with the microcatheter. Due to long length of procedure, patient at present has symptoms of contrast overload, which will hopefully resolve symptoms specifically: agitation, confusion. Ancillary devices:  neuron max 80cm / navien 072 115cm, phenom 27 catheters.

Event description:
Additional information received reported that the patient was well and recovering at home, all symptoms have resolved. The patient closely monitored on hdu.

Manufacturer narrative:
H3: product analysis#: (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5); drawing(s) referenced: n/a; as found condition: the pipeline vantage with shield was returned for analysis within a shipping box; within a sealed plastic bio-pouch; and within a dispenser coil. There was no phenom 27 microcatheter returned with the device; any contribution of the phenom 27 catheter to the issue could not be determined. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline vantage shield braid were found fully opened and moderately frayed. In addition, the middle of the braid appeared not fully opened due to damaged braid. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a; conclusion: based on the customer's photos and the returned device, the pipeline vantage shield was confirmed to have failure to open at the middle section as the middle of the pipeline vantage shield braid was found not fully opened due to damaged braid. However, the event cause could not be determined. The damage to the braid on the ends of the pipeline vantage shield is likely the results of the physician re-sheathing the device more than recommended two times. Possible causes for failure to open include patient tortuous anatomy and damage to the braid. It was reported that the vessel tortuosity was moderate. There was no non-conformance to specification that may have contributed to the failure to open issue. (Nikkhs2 2022-05-03). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.